Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. The customer was guided by tandem technical support to perform various troubleshooting steps, including disconnecting tubing and delivering boluses. Tandem technical support verified the pump was functioning as intended